Manufacturer narrative:
Pt. Info.: information unknown/not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. If implanted, give date: unknown, not applicable as lens was not implanted. If explanted, give date: unknown, not applicable as lens was not implanted. Hence, not explanted. Initial reporter: establishment name, address - line 1, city, state, province, or territory, state, province, or territory: unknown, information not provided. Initial reporter: telephone number: unknown/not provided. The intraocular lens (iol) is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens had trouble or problems with injector and then the lens was noted to have an inferior defect. It was learned that the defective lens/injector did contact the eye, but only just past the corneal incision. When it appeared to be injecting improperly the surgeon pulled the lens back and it did not actually enter the eye. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes returned to manufacturer on: may 04, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced and with the lens outside of it. Inspection of the handpiece revealed that the cartridge tip was damaged. The handpiece was disassembled and the assembly was inspected; no assembly issues were observed. Further, no issues with the plunger rod could be observed. The received lens was cleaned and, no issues or damage could be observed with the lens. The complaint issue could not be confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been

Manufacturer narrative:
Upon further review, it was noted that in the first follow up MFR report number 3012236936-2022-00729. Section h6 investigation findings was missing code 213. Therefore, this supplemental filing is to included code 213 under investigation findings. The following section has been updated accordingly: section h6 investigation findings: 213 - no device problem found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.